Manufacturer narrative:
Ous MDR - the device first underwent a status interrogation, which confirmed the device could not be interrogated. The device was then opened. The battery was found to be discharged. The current uptake of the electronic module was examined and turned out to be normal. The electronic module was connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal proved to be normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load was still unremarkable. The battery was returned to the manufacturer for a destructive analysis. The x-ray examination did not reveal any anomalies of the internal structure. The battery was then opened. A damaged internal insulation was identified during a visual examination. This defect allowed an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. Summary: the analysis of the ICD discovered premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be normal.

Event description:
Ous MDR - after an implantation time of about 15 months, it was reported that the ICD was explanted because of premature eos indication. The device could not be interrogated. No deterioration of the patient's state of health was reported.